Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens came out of the delivery system vertically. As the surgeon attempted to correct the position of the lens, the posterior capsule ruptured. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info has been requested.